Event description:
It was reported the patient experienced ineffective stimulation due to a fractured lead. As a result, the patient's scs system was explanted and replaced. Surgical intervention resolved the patient's issue. The investigation did not determine which lead fractured.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000090826. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.